Event description:
New information indicates that the implantable cardioverter-defibrillator has continued to exhibit oversensing. The patient did not receive inappropriate therapy. Programming changes were made on (B)(6) 2021. There were no patient consequences, and the patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic during follow-up. The oversensing was noted on a stored egm. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes were made during the device check. The patient was stable.